Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify quantity of product returning - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - please perform and document the follow up attempt for product return. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. The suture was detached from the needle easily. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.